Event description:
Noise present on at recording on hm. Postural testing showed no noise in-office. Lead values remain in range. Data to be presented to physician for next steps. Lead currently remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.